Event description:
It was reported that temporary pacing electrode catheter balloon was tested before use, to ensure no air leakage when in use, and the balloon did not inflate.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used temporary pacing electrode catheter. Visual inspection of the sample noted using (returned) syringe inflated balloon with 1.5cc air without difficulty. Allowed to rest with no leaks evident. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temporary pacing electrode catheter balloon was tested before use, to ensure no air leakage when in use, and the balloon did not inflate.